Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and the they went to put the scope into the harvesting cannula and as the scope passed through the cannula a big hair came out. It was long dark brown/black hair. New device was used to completed case. No delay in case. No injury as patient was not in the or room at the time of the event.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 12/21/2023. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The device was returned in the plastic tray. No evidence of hair was observed on the outside of the product tray, within the tray, or on the components. No visual defects were observed on the device. The inside of the cannula was examined and no evidence of any form of particulate was observed. Based on the returned condition of the device, the reported failure "foreign material; hair" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000336530 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was opened and the sthey went to put the scope into the harvesting cannula and as the scope passed through the cannula a big hair came out. New device was used to completed case. No delay in case. No injury as patient was not in the or room at the time of the event.